Event description:
The complainant reported the patient was on impella cp support and during support, the patient had acute kidney injury (aki). The patient's urine was wine color. The patient's cr was 1.18 on admission and was 2.18 while on support. Dialysis was started. The relationship between the aki and the impella is unknown. Additionally, there was low pump flow. One unit of packed red blood cells were given to the patient and the suction events resolved. Furthermore, the patient had limb ischemia. A fem bypass was performed. Distal limb still cold, ischemic and mottled. The pump was attempted to be weaned but the patient went into ventricular tachycardia. The patient was shocked many times. Care was withdrawn and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿